Event description:
After removing a supertorque diagnostic catheter from its sterile pouch "some small plastic pieces were detected on the hub and inside the packaging". The packaging was discarded and the product was not used but the reporter noted that "some of the plastic pieces stayed attached to the hub. The small particles seemed to be around the same size. The customer could not tell me where they looked like they came from (hub...). Also, no part of the device was detected broken or missing. She could not take them between her fingers, because most of them were thrown with the packaging. Just a few of them remained on the hub". No patient injury occurred.

Manufacturer narrative:
The product has not been returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The complaint could not be confirmed without return of the product. It is not known what factors may have contributed to this event.